Manufacturer narrative:
Device used in veterinary case. No patient information will be reported. Date of event: unknown; it was noted that 14 days post-operatively the screws were not loose. This report is for three unknown locking screws/unknown lot. Device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this report is for a veterinary case; there was no human patient involvement. It was reported that postoperatively four screws loosened. It was reported that three screws were proximal screws; there were three locking screws and one cortex screw. The locking screws had been secured with the torque limiting attachment without additional hand tightening. There was no revision surgery. The patient¿s status was reported as successful; there was no more lameness, no pain at hip mobilization, and perfect hip stability as tested with an aldo device. This report is for three unknown locking screws. This is report 1 of 3 for com-(B)(4).